Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Manufacturing date not known. The date entered is when abbott became aware of event.

Event description:
A complaint was received regarding lower glucose scan values while wearing the adc device using freestyle librelink, compared to the hcp meter. On (B)(6) 2022, the customer experienced blurred vision and presented to the hospital where sensor scans of 2.7 mmol/l, 2.8 mmol/l, and 2.7 mmol/l were compared to blood glucose tests of 30.3 mmol/l, 31.4 mmol/l, and 27 mmol/l obtained on the healthcare professional meter and the customer was treated with fluids and insulin for a diagnosis of diabetic ketoacidosis (dka). No further information was provided as the customer refused to further troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section 2.3 (serial no) has been updated to unk as the previously submitted information was deemed invalid upon extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower glucose scan values while wearing the adc device using freestyle librelink, compared to the hcp meter. On (B)(6) 2022, the customer experienced blurred vision and presented to the hospital where sensor scans of 2.7 mmol/l, 2.8 mmol/l, and 2.7 mmol/l were compared to blood glucose tests of 30.3 mmol/l, 31.4 mmol/l, and 27 mmol/l obtained on the healthcare professional meter and the customer was treated with fluids and insulin for a diagnosis of diabetic ketoacidosis (dka). No further information was provided as the customer refused to further troubleshoot. There was no report of death or permanent injury associated with this event.